Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This product is manufactured by zimmer biomet u.s., but is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (b)(46) manufactures a similar device in the united states under 510k number k051496.

Event description:
It was reported that patient expired during a bipolar hip hemi-arthroplasty procedure. No further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cmk mod 12/14 sz202 l130 lot#0001112237 item#3553.202, ststl fem hd dia28/ 0 mm 12/14 item#p0201m28 lot#00j3731063, e1 ringloc bipolar 28 x 45 mm item#110010454 lot#144080, bio plug 12.5 mm lot#913680 item#163010. Complaint was evaluated, and the reported event could not be confirmed due to limited information received from the customer. No products were returned; therefore, the visual and dimensional inspection was not performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be identified with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08974, 0001825034-2017-08975.

Event description:
It was reported that the patient expired during a bipolar hip hemi-arthroplasty procedure, after the patient's blood pressure dropped suddenly. It is not believed that the products contributed to the patient's death, however, cause of death remains unknown. No further information has been provided.